Manufacturer narrative:
This report is submitted on december 17, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient had experienced inflammation and recurrent infections, resulting in skin overgrowth at the implant site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2017, in order to replace the abutment and debride skin at the abutment site.